Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient got a catheter without deflating cuff and started leaking again without signs of an erosion. The device was removed and replaced. No further patient complications were reported.